Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an infection and nonhealing wound. No additional adverse patient effects were reported.